Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Summary of investigational findings: the femoral introducer with loaded filter returned with the long dilator and the blue sheath. On the filter one of the secondary legs was out of shape, as if pulled backwards through the sheath valve and on the blue sheath a penetration was noted approx. 5mm from the fitting. The penetration was probably caused by the filter hook during attempts to advance the filter through the sheath, but the exact reason cannot be determined. Under normal conditions the introducer sheath is strong enough to accomplish the procedure, but it may kink if excessive force is used to advance it through tortuous anatomy and the filter may be prone to exceed the sheath wall if advanced through a kinked sheath. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that it did not perform as intended. Cook medical will continue to monitor for similar events.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). A1) unknown as information was not provided. A2) unknown as information was not provided. A3) unknown as information was not provided. A4) unknown as information was not provided. D4) catalog #: igtcfs-65-1-fem-celect-pt g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). H11) corrected data compared to medwatch report: mw5069174: b4) 17apr2017. D1) venous catheter ivc filter. D3) cook medical. D4) expiration date: 01jan2020. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: ivc filter sheath had hole/crack near the hub/catheter junction. Patient outcome: per the medwatch report: no adverse effects to the patient due to this occurrence.